Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower device was not communicating the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) unplugged the network cable from both the wall port and the machine, then properly rebooted the machine. After reconnecting the network cable on both the port side and the machine side, the device successfully reconnected to the network. The fse worked with the customer to confirm the issue was resolved, and the machine functioned normally afterward. The system functioned as intended after the field service engineer repaired the device.